Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported acute endophthalmitis during a vitrectomy procedure. The culture tested positive for enterococcus faecalis. Additional information has been requested, however none has been received till date.

Manufacturer narrative:
The lot complaint history and device history record (DHR) were not reviewed as no lot information was available for this complaint. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. All procedure paks are single-use devices provided to the customer in a sterile manner. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All procedure paks are single-use devices provided to the customer in a sterile manner. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the company representative who indicated the reported event was bacterial endophthalmitis post vitrectomy procedure in left eye and symptom was continuing. Follow up has been scheduled for symptom resolution. Additional information received from company representative who indicated the patient had to undergo repeat vitrectomy for a resultant tractional retinal detachment from the endophthalmitis episode. His retina is currently attached under silicone oil. His vision is only light perception at present.